Manufacturer narrative:
The biomedical engineer (bme) reviewed the event log and confirmed the v60 was operating and alarming as expected. The bme then tested the unit and reported the v60 is operating within specifications. The customer returned the unit back into service. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating whether or not the unit alarmed correctly for a patient that removed their mask. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to inquire whether or not the unit alarmed correctly for a patient that removed their mask. The rse advised the customer to send the diagnostic report (dprt) log for review. The customer also reported seeing low minute volume and rate log entries at the time the mask was disconnected from the patient. Device evaluation and repair are pending. Investigation is ongoing.